Event description:
Customer reported that the nurse had pushed doxorubicin through the injection port on top of the buretrol. When she removed the empty syringe, the doxorubicin that was in the tubing on the top (between the port and the buretrol) splattered onto an infusion pump that was hanging next to it. No patient harm or medical intervention was reported. Although requested, no further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file #: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.